Event description:
It was reported that the right ventricular (rv) lead exhibited an unspecified oversensing which related to a false signal. The programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
B5 was updated due to new information received for the right atrial lead.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited an unspecified oversensing which related to a false signal. The programming changes were performed for rv lead. No intervention was performed for ra lead. The patient was in stable condition.